Event description:
During a check-out procedure at the manufacturer's service center, a failure of the navigational button was observed. The device was not in patient use. The device's front panel/keypad led pca was replaced to address the issue.